Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction data: after reviewing the initial MDR the following fields require correction: in the initial MDR, the device evaluated by manufacturer field was indicated as "no". However this field should have been left blank. (B)(4). In the initial report, catalog # was incomplete since a serial number was not provided. However, the partial catalog number in model #/lot # was inadvertently not included in the initial report. Model #/lot #: catalog #: zxt. It was indicated in describe event or problem of the initial report that the lens was repositioned. However, a patient code for this was not captured in evaluation codes. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt was repositioned and patient experienced significant loss of ucnva (uncorrected near visual acuity) and bcva (best corrected visual acuity) at distance and near. After the lens was repositioned the lens decentered again. The physician is now planning to explant the lens. No further information was provided.